Event description:
It was reported that the procedure was being performed on a 7 month old pt in the pediatric intensive care unit. The catheter was placed into the pt's subclavian and tpn (total parenteral nutrition) was given for 9 hours. After which time, they realized that the cvc (central venous catheter) was placed in the pt's costophrenic site. As a result, the catheter was removed and a new cvc was placed successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome is fine. Add'l info received on (B)(6) 2011 from the ra/qa coordinator manager confirmed the pt was receiving tpn when this occurred. The issue was discovered due to a large lump of fluid that was noticed.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.